Manufacturer narrative:
(B)(4). One used lf5544 was received for evaluation and the returned sample met specification as received by covidien. A review of the lot number reported in cts indicates that the product was within the assigned expiration date at the time of reported incident. Visual inspection found no defects. The customer reported that the item did not seal. The reported condition was not confirmed. The investigation found the device to function normally and within specifications. The jaws were not jammed as received by pmv. The jaws opened and closed normally when the handle was activated. Additional functional testing was performed with the returned device on porcine kidney tissue. Multiple seals on various size vessels were made. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The IFU states: there are many factors that affect seal quality. Refer to the product instructions for use that addresses tissue sealing recommendations. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.

Event description:
The customer reported that the device did not seal. Another device of the same type was opened and used to complete the procedure. There was no patient injury.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.